Event description:
Lead perforation and pocket infection. Per the surgical pa, the patient was noted to have a pocket infection, and on egd, leads were seen inside the stomach lumen. The decision was made to do a full system explant. Once the stomach wall healed and the infection cleared, a new system was implanted. Patient was re-implanted on (B)(6) 2025 without incident. Explanted devices (ipg and leads) analyzed; no device anomalies found.

Event description:
Lead perforation and pocket infection. Per the surgical pa, the patient was noted to have a pocket infection, and on egd, leads were seen inside the stomach lumen. The decision was made to do a full system explant. Once the stomach wall is healed and the infection cleared, a new system will be implanted.